Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is alleged on a post market survey that the lt4500 electrodes "ripped the patient's skin". No medical intervention was reported, however the survey was conducted to allow anonymous feedback, therefore the patient is unable to be identified for follow up.